Event description:
Spontaneous report from (B)(6), home health rn about infusion of gammagard on (B)(6) 2022. Per (B)(6), the pump was fine for the first 1.5 hours of the infusion and then it requested a code. (B)(6) called cvs specialty and was provided a code. (B)(6) was able to continue the infusion and then there was another code request. Gravity was not needed. (B)(6) was able to flush and continue but pt was frustrated and did not want to continue. Pt only received 15gm of the 30gm. (B)(6) requested call to md office to notify of situation. Patient also would like a call. New pump added to pt profile. No injury or adverse event reported. Unknown if patient has a backup device. Did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No injury, pump replaced. Is the actual device available for investigation? Pump return box sent to pt. Did the pt have a backup device they were able to switch to? New pump shipped to pt and gravity tubing as backup. Reported to (B)(6) by health professional.